Manufacturer narrative:
The allegation has been confirmed: planned ssd not cleared when copying plan from an unapproved plan. This issue has been previously investigated and reported. The population of the planned ssd field when copied from an approved / an unapproved plan was investigated using eclipse external beam planning version 10.0.34. A discrepancy was discovered when the original plan's status was changed from unapproved and approved back to unapproved and the plan was copied. The newly pasted plan's planned ssd field was not cleared out which was the case when copied from an unapproved plan. Root cause: design deficiency - there was no system requirement in place to address this issue. Varian has determined that it is improbably/extremely unlikely that this issue should recur and result in serious harm. Even though "planning ssd" for the fields contains the previous "planning ssd" value, upon initiating planning approval, "planning ssd" for the fields contain the previous planning ssd, but now the "ok" button is not preselected and it is orange to draw user's attention. User must select the "ok" to agree. Independent mu calculation (before treatment) should detect this failure mode. Corrective action: this issue has been corrected in version 11. A discrepancy report (dr) has been raised for correction of this issue in a future maintenance release of version 10. A customer technical bulletin (ctb) will be issued for customers of versions 8.9 and 10. No add'l f/u to this MDR is expected.

Event description:
Planned ssd not cleared when copying plan from an unapproved plan. The customer reports that they noticed the planned and calculated ssds did not match at the time of plan approval. The customer copied a plan that had been approved, then unapproved. After copying the plan, the customer changed the beam position. The customer needs to manually ensure the planned and calculated ssd match on the pasted plan. There was no serious injury reported as a result of this event.